Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's blood glucose level was 132 mg/dl at 11:00. Customer stated that her blood glucose level was 215 mg/dl in the morning and that she could feel the cannula 0.3 to 5 coming out. Customer did an additional bolus and went back to sleep. Customer will call back to troubleshoot once she is done with work. It was also reported that the customer also had a high blood glucose level of 439 mg/dl. No additional information provided.